Event description:
Related manufacturing reference number: 2017865-2022-08410. It was reported that a low voltage system was explanted due to endocarditis. Vegetation was seen on the right atrial and right ventricular leads. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.